Event description:
The pt had a loss of stimulation sensation. The pt had great stimulation for the last year except for the last 10 days. There were impedance readings >4000 ohms on all of the bipolar pairs as well as >4000 ohms on all of the unipolar pairs. The lead was changed out because impedances indicated breakages on everything. With the new lead, there was good sensory output. The plan was to re-program the device with a the new lead. If no stimulation sensation, the pt would be scheduled for a neurostimulator replacement. Additional info was requested. See also MFR 3004209178-2009-02003 for shocking incident.

Manufacturer narrative:
(B)(4).